Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a hypoglycemic event. The patient was eating breakfast and started shaking. The patient's alarm started to go off indicating that the patient was low. The patient took a finger stick and their blood glucose (bg) was 40 mg/dl. The patient called his wife and daughter for assistance and while on the phone, they instructed the patient what to do to get his sugar levels back up. The patient could not remember what he took to get his readings back up. Emergency medical services (ems) was not called. At the time of contact, the patient was in stable condition. There was no allegation of malfunction against the dexcom system. No additional event or patient information is available.